Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to a high impedance issue. To address the issue, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.